Event description:
The patient had platelets infusing on blood tubing. The nurse (rn) noted that platelet bag was increasing with fluid volume, normal saline (ns) line was clamped off. Normal saline was apparently infusing into platelets bag. The rn reset volume to be infused, when that volume infused and pump beeped infusion complete, rn noted even more fluid in platelet bag, and the saline line was still clamped. Patient did not experience any harm.what was the original intended procedure?platelet infusion.device #1is this a laboratory device or laboratory test?no.